Manufacturer narrative:
Date of report: 29sep2021.

Event description:
The customer reported that a ventilator display is blank. Patient or user involvement information is unknown and was requested from the customer. The customer did not respond. No patient or user harm was reported. The device was evaluated by the customer and a philips field service engineer (fse). The fse reported that the touchscreen and user interface assembly did not fix the problem, therefore, a power management board was ordered and installed. The screen display came back, and the device passed the performance verification test (pvt). No other anomalies were reported.

Manufacturer narrative:
The complaint investigation has come to a reasonable conclusion that the event is no longer reportable. The event is no longer reportable due to the customer having confirmed that the display issue was identified during testing in the clinical engineering shop, there was no delay to patient therapy, and therefore the malfunction does not have the potential to result in a death or serious injury.